Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china (osh). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from osh and similar past cases, there was the possibility that the reported event was attributed to the accidental invasion of the following foreign objects into the air/water nozzle. Cellulose: gauze, towels, cotton wool fibers, etc. Silicone: pieces of rubber parts of injection tube (mh-946), etc. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device at the user facility, it was found that the foreign object came out from the air/water nozzle of the subject device and the air/water nozzle was clogged. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated.